Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 429 mg/dl. Customer experienced nausea and vomiting as a result of hyperglycemia. Customer also reported that the insulin pump had a insulin pump error alarm. The customer was able to successfully clear the alarm. Customer did not receive request to rewound the insulin pump. It was unknown whether the customer using automode. Customer was performed self test and the test was passed. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.